Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator would not reset the alarm. The failure happened when the device was not being used on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the keyboard graphic user interface (gui). The unit passed extended self-testing.